Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device expiry date: 07/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard meridian filter was implanted in just below the renal veins location without difficulty with perhaps 10-15 degrees of filter tilt for a patient. On the next day, computed tomography of the abdomen and pelvis with oral and intravenous contrast showed that there was an inferior vena cava filter. It appeared to be a small volume of thrombus trapped within the cone of the filter. After ten days, computed tomography angiogram of the abdomen and pelvis with intravenous contrast was performed due to abdominal pain and result showed that the patient had extensive iliocaval thrombosis. There was extensive deep vein thrombosis in the left superficial femoral vein, the left profunda femoris vein, the left saphenous vein, the left common femoral vein, the left external iliac vein, and the left common iliac vein. This appeared occlusive. There was partial thrombosis of the left internal iliac vein. On the previous exam, thrombus was seen in the left common femoral, superficial femoral, and left external iliac vein. There was an extensive thrombus in the right common femoral vein then. This was partially occlusive. The infrarenal inferior vena cava was thrombosed. Thrombus was seen within the inferior vena cava filter and above the inferior vena cava filter at the level of the renal veins. After four years and eleven months, computed tomography of the abdomen without contrast was performed, and result showed that the inferior vena cava filter was tilted along the course of the patient¿s inferior vena cava. The apex of the filter was touched the left lateral inferior vena cava wall. The inferior vena cava filter tip was at the level of the higher left renal vein, high in position. A lower left lateral filter strut extended 6 mm beyond the wall of the inferior vena cava and touched the posterolateral right wall of the aorta without aortic irregularity or penetration evident. A posterolateral left lower filter strut extended 3 mm beyond the wall of the inferior vena cava and abutted the anterior cortex of the lumbar vertebral body without underlay osseous irregularity. No fractured or bent strut fragments identified. No inferior vena cava stenosis identified. There was high density material along the apex and extended superior to the apex of the inferior vena cava filter within the lumen of the inferior vena cava suggested chronic mineralized thrombus. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava, positioning issue and filter migration. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Expiry date: 07/2013 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted touching left lateral inferior vena cava wall and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.